Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the smart coil pusher assembly. The pusher assembly was kinked approximately 132.0 and 143.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds and gaps throughout its length. Conclusions: evaluation of the returned device revealed that the smart coil embolization had offset coil winds and gaps. If the introducer sheath is not properly seated inside the microcatheter hub prior to advancement, resistance may be experienced, and damage such as this may occur. The offset coil winds caused resistance when advancing the smart coils during functional analysis. The report of the smart coil not taking its intended shape was likely due to the damage observed throughout the length of the embolization coil. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician felt resistance and was unable to advance the smart coil through the hub of the non-penumbra microcatheter; therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. It was reported that the smart coil was the wrong shape. There was no report of an adverse effect to the patient.